Event description:
Material no. 367864, batch no. 8318745. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the needle did not retracted and blood sprayed from the needle when button was pushed. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: needle did not retract when push button pressed. Blood started to spray from needle when button pushed. Blood splashed from needle onto phlebotomist and patient. Two other reports have been received of blood dripping from retracted needles from same lot number.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for partial retraction and blood leakage from the IV needle with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for partial retraction and blood leakage from the IV needle with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Manufacturer narrative:
Medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367864. Batch no. 8318745. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the needle did not retracted and blood sprayed from the needle when button was pushed. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: needle did not retract when push button pressed. Blood started to spray from needle when button pushed. Blood splashed from needle onto phlebotomist and patient. Two other reports have been received of blood dripping from retracted needles from same lot number.